Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID pnma01411a004, product type recharger.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and non-malignant pain. The rep indicated that (B)(6) 2017 there were battery charging problems/difficulty charging. The patient charges once per month but there was difficulty getting good coupling. There were no known environmental/external/patient factors that may have led or contributed to the issue and no actions have been taken at this time. The issue has not yet been resolved but the patient was noted to be alive with no injury. Additional information was received from a rep on (B)(6) 2017 indicating that their colleague saw the patient. Additional information was received from that rep on (B)(6) 2017. The rep indicated that the cs has to uncomfortably angle the recharger paddle into the patient¿s right abdomen (where the ins is placed). The patient states that they can hardly ever get 6 bars and never 8 bars. Cs and patient had to hold with a lot of pressure to get 6-8 bars. It appears the ins was implanted at an angle; not flush along the abdomen. The patients bmi is most likely greater than 34 so that doesn¿t help the issue. The patient stated that they have not gained much of any weight since implant. The patient¿s healthcare professional (hcp) was notified that the pocket site is sometimes painful for the patient and that they have a hard time recharging. The hcp said that they would talk to the patient at their next follow up visit. The hcp was behind schedule and did not want to address the patient again. The hcp¿s ma did not call the cs back soon enough to address the patient and their needs before the hcp saw her. The patient does report only having to recharge once a month. They are only using about 0.7 amps on both leads so that is most likely true. The patient said that they can never get the belt tight enough and it is in the way of their insulin pump as well. This information has been confirmed with the hcp. Additional information was received from a rep on (B)(6) 2017. The rep did not know why it was at an angle. The patient may have gained weight although the patient noted that they have not gained much. At the moment nothing will be done to deal with the angle of the implant site. The rep did not have any further information as they were covering a different territory than they normally do. The hcp was having the patient book another appointment to go over the complaints at a different time. The rep did not know when that would be and did not know the patient¿s weight. No further complications were reported/are anticipated.